Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads had elevated thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 7304, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009. Product ID: 419378, implantable pacing lead, implanted: (B)(6) 2003; 5076, implantable pacing lead, (B)(6) 2003. (B)(4).